Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a 23mm aortic bioprosthetic valve required valve-in-valve intervention due to severe symptomatic bioprosthetic aortic stenosis after an implant duration of seven (7) years, nine (9) months. The patient was successfully implanted with a 23mm transcatheter valve. The patient was reported as stable.